Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer's analysis. Follow-up information from the clinic indicates the lead was explanted and replaced due to noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.